Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Siemens reviewed the instrument logs. The root cause for the higher than expected thb result of 9.0 g/dl for the patient's sample in question is unknown as there is no indication of a co-oximetry issue, measurement cartridge issue, instrument malfunction, or any possible contamination. The rp 500 sn (B)(4) is performing as intended. It is possible that higher than expected thb results generated on the rp500 may be due to the difference in methodologies and matrices used to perform sample analysis. It is known that blood gas systems like the rp500 will yield higher results for thb when compared to hematology systems.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens hematology lab analyzer. There was no report of injury due to this event.